Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.the initial MDR was sent in error. After further review, the event was deemed to be non-reportable.

Event description:
Abbott diabetes care received a mhra report which contained the following information: a healthcare professional reported receiving high readings on the adc blood glucose meter compared to competitor meter. A blood glucose test was performed on a patient on (B)(6) 2019 at 11 a.m., a reading of 3 mmol/l (54 mg/dl) was obtained. The patient appeared well though was mildly confused and was given hot chocolate, cheese sandwich and a glass of orange juice. A reading of 1.1 mmol/l (19.8 mg/dl) was obtained after 45 minutes and was administered with 1 tube of glucoboost and toast with jam. However the patient seemed to be well sat up and talking compared to another patient who was receiving treatment for low blood sugar. The adc meter was checked for calibration and found to fail on the low solution test initially but later passed both the tests. After calibration, the patient's blood glucose test was performed and a reading of 9.7 mmol/l (174.6 mg/dl) was obtained. It was found that there was a difference of 4 mmol/l between the adc meter and the competitor meter (hospital's own investigation revealed a difference of 2.4 mmol/l difference). A reading of 25.6 mmol/l (461 mg/dl) was obtained on the competitor meter and the patient was treated with actrapid (fast acting insulin). It was additionally reported that there was no fault with the adc device and the medical event occurred as the users did not follow the hypoglycemic protocols. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) report which contained the following information: a healthcare professional reported receiving high readings on the adc blood glucose meter compared to competitor meter. A blood glucose test was performed on a patient on (B)(6) 2019 at 11 a.m., a reading of 3 mmol/l (54 mg/dl) was obtained. The patient appeared well though was mildly confused and was given hot chocolate, cheese sandwich and a glass of orange juice. A reading of 1.1 mmol/l (19.8 mg/dl) was obtained after 45 minutes and was administered with 1 tube of (B)(6) and toast with jam. However the patient seemed to be well sat up and talking compared to another patient who was receiving treatment for low blood sugar. The adc meter was checked for calibration and found to fail on the low solution test initially but later passed both the tests. After calibration, the patient's blood glucose test was performed and a reading of 9.7 mmol/l (174.6 mg/dl) was obtained. It was found that there was a difference of 4 mmol/l between the adc meter and the competitor meter (hospital's own investigation revealed a difference of 2.4 mmol/l difference). A reading of 25.6 mmol/l (461 mg/dl) was obtained on the competitor meter and the patient was treated with actrapid (fast acting insulin). It was additionally reported that there was no fault with the adc device and the medical event occurred as the users did not follow the hypoglycemic protocols. There was no report of death or permanent injury associated with this event.